Event description:
A customer reported their unicel dxc 600 pro instrument was generating cartridge chemistry suppressed results for multiple analytes and the error "cc cuvette not dry" was generated. The customer stated suppressed results were generated for 7 patients and later reported that erroneous results were generated on 5 patients for creatinine (cr-s), alkaline phosphatase (alp), cholesterol (chol), triglycerides (trig) and uric acid (uric) analytes.

Manufacturer narrative:
A beckman coulter field service engineer performed service on the instrument and determined that the reagent syringe plunger seal was not adequate and liquid was leaking past the reagent syringe plunger, resulting in leakage from the reagent probes. The fse replaced the reagent syringe plunger to correct the problem. (B)(4).